Event description:
The pt was admitted to the hosp in 1999. The pt had an exploratory laparotomy, radical cystoprostatectomy with ileal conduit, and urinary diversion. The pathology report showed a transitional cell carcinoma, grade 3 of 4 with invasion to the level of muscularis propria. Post operatively, the pt's complications included wound infection, fungemia, tracheostomy, congestive heart failure, pulmonary edema, and methicillin resistance staph aureus bacteremia. In 2000 the pt had an unsuccessful placement of a right subclavian intravenous catheter. At 0100 hours the pt had a successful placement of a right subclavian vein intravenous line. At 0400 hours the pt was hypotensive with oliguria, aneuria and anemia. The hemoglobin was 5.8. The hemoglobin on the previous day was 9.4. The pt was transfused with 7 units of packed red blood cells. The clinical impression was anemia secondary to acute blood loss. The next day the pt continued to have bradycardia and hypotension. Expired at 1117 hrs. The family requested an autopsy to determine the cause of death. The post mortem examination showed no residual carcinoma of the bladder. The pt had hydroureter and hydronephrosis with focal acute pyelonephritis. There were findings of acute and chronic congestive heart failure; cardiomegaly; and mild, moderate, and severe coronary atherosclerosis. The examination of the inferior vena cava showed the metal umbrella or filter. The umbrella 3 o'clock stay wire was embedded in the wall of the inferior vena cava and in the surrounding soft tissue. The umbrella 3 o'clock stay wire had lacerated the wall of the inferior vena cava and the surrounding soft tissue. This laceration resulted in extensive acute retroperitoneal hemorrhage. The umbrella 3 o'clock stay wire lacerated the inferior vena cava when it was pulled superior either during the unsuccessful placement of a right subclavian intravenous catheter or, during the successful placement of a right subclavian vein intravenous line. The massive acute retroperitoneal hemorrhage resulted in shock and acute hepatic necrosis. The immediate cause of death was the acute retroperitoneal hemorrhage, shock, and acute hepatic necrosis.